Event description:
The field services representative (fsr) reported that during preventative maintenance (pm) of the device found a pin was pushed in a central control monitor (ccm) connector. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2013-01014. The field service representative (fsr) was troubleshooting a different issue for the same unit.